Event description:
It was reported that a patient underwent a right syndesmosis procedure that utilized a bone to bone fixation device on (B)(6) 2015. During the procedure, the device pulled out of the patient's bone. Another hole was drilled and a different type of fixation device was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.